Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that approximately one year prior to this report the patient had transportation issues which resulted in a missed refill appointment. Another appointment was scheduled one week later, however by then the pump alarmed. Interrogations noted the low and empty reservoir alarms had occurred. The pump was left empty for close to a year because the managing physician was not comfortable with filling a dry pump. At the time of this report, the patient was in the operating room. The existing pump was aspirated and the reservoir had no medication. It was then filled and primed on the back table to deliver 0.3ml of baclofen. The drippings were captured and measured and it was felt that the pump was in working order. A new catheter was connected to the pump, as the original catheter was 'unlabeled' to be aspirated. It was noted that there were no patient symptoms or injuries related to this event. The drug used in this system was lioresal